Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 14-year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation united kingdom. During the investigation it was noted that a review of the log shows that the device correctly analyzed when expected and continued to give clinical prompts as designed. It's important to note the intended use of teh device is on patient's that are pulselss, not breathing, and without a pulse. The device is not capable of understanding if the patient is in respiratory arrest. The unit was recertified for clinical use. No emerging trend based on similar reports.